Event description:
On (B)(6) 2010, a 21mm trifecta valve was implanted secondary to aortic stenosis and in (B)(6) 2015, the patient reported worsening dyspnea. The patient was treated twice for acute pulmonary edema ((B)(6) 2015) after which the cardiologist referred the patient for surgical consult. On (B)(6) 2015, the patient was admitted for decompensated biventricular failure, stenosis and regurgitation. Per report, the user suspected valve deterioration. Approximately 48 hours after undergoing diagnostic testing, the patient developed acute pulmonary edema and was transferred to the ICU. On (B)(6) 2015, a valve-in-valve procedure (non-sjm tavi) was performed. Concomitantly, the patient was treated for anemia and chronic renal insufficiency. The patient was discharged to a long-term care facility.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 21mm trifecta valve was implanted. On 25 november 2015, a valve-in-valve procedure (non-sjm tavi) was performed in a patient whose symptoms included aortic stenosis, regurgitation and diminished left heart function. Per report, the user suspected valve deterioration.